Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 20% stenosed target lesions were located in an anastomosis in the moderately tortuous and non-calcified left wrist internal arteriovenous fistula and upper arm vein. A 7.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation. However, during the second inflation at 24 atmospheres for 40 seconds, the balloon burst. The procedure was completed with another of same device. There were no complications reported and the patient status was stable.